Event description:
Rotor dislocated from baseplate; programming of the valve not possible. Impl. Date 2009. Expl. Date (B)(6) 2014. Device was probably replaced with competitor product.

Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the valve, product code 82-3100 with lot number cjhb4r, conformed to the specifications when released to stock on the 16th july 2008. -no root cause could be determined since no sample was returned for evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Visual examination of the valve revealed that the stator was dislodged. Therefore; the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: it was noted that the valve casing had a bump mark from the cam mechanism this is due to the valve sustaining some form of impact. Review of the history device records confirmed the valve product code 82-3100 with lot cjhb4r conformed to the specifications when released to stock on the (B)(6) 2008. The root cause of the dislodgement is probably due to the valve sustaining some form of impact. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.